Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that the I-blade is damaged. It occurred during a laparoscopic vaginal hysterectomy. The device was swapped out with a like deice and the procedure was completed with no patient consequences reported. The device will be returned.